Event description:
A customer reported intermittent occlusion alarms, and technical support could not verify the alarm number in the pump history. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin in the cartridge. The customer was educated on the proper load techniques. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration.